Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. During system revision, the left ventricular (lv) lead broke upon extraction. The lead tip and most of the lead body have been abandoned. The patient was then treated with intravenous antibiotics and a temporary pacing system was used. No additional adverse patient effects were reported.